Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed customer saw (B)(6) assembly did not move when attached to test equipment and power applied. Srt performed saw internal inspection and observed cam/gear assembly to have sheared gear teeth. The srt replaced the cam/gear assembly, performed verification/release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during pre-cardiopulmonary bypass, the sternal saw blade won't move. As a result, an alternate device was employed. There was a delay of 5-7 minutes when the saw was changed out. The surgical procedure was completed successfully. There were no reported blood loss or adverse consequences to the patient as a result of this event. Per clinical review: during the sternotomy, the saw blade would not move in order to split the sternum. Troubleshooting checked both the saw hand piece and the flexible cable and the saw hand piece was identified as the problematic device. A replacement saw was brought to the operating room and this delayed the procedure by about 7 minutes. The patient was hemodynamically stable and the delay did not lead to patient harm. The case was completed successfully, with a 7 minute delay and no associated blood loss was observed. There was no harm.